Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: this is the first complaint for the lot# 8141807 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8141807 during this production run. No sample was provided. Root cause description: undetermined.

Event description:
It was reported that a bd posiflush¿ normal saline syringe had a plunger become disconnected when pulling it back. There was no report of exposure, serious injury or medical intervention.